Event description:
A customer reported unexpected negative reactions with a patient sample (ending in (B)(6)) when performing the antibody screening and identification assays on the galileo echo instrument (B)(4).

Manufacturer narrative:
A review of the image files showed that negative results were obtained. Visually, the results appeared positive. Well images appeared hazy around the red cell button. The customer was referred to customer communication (B)(4) that states to visually verify negative antibody screening and identification reactions prior to reporting. The instrument is operating as expected.